Event description:
A customer contacted beckman coulter inc. (Bci) in regards to 14 erroneously low sodium (na) results generated by unicel dxc 800 pro synchron clinical system. The results were reported out of the laboratory. When repeated, the na results were higher. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The system is routinely calibrated every 24 hours and qc is also run every 24 hours. Qc results prior to the event were within the established ranges. The customer runs a report on sodium results every 4 hours and detected a trend of low patient results. On (B)(6) 2010, a bci engineer cleaned the flow cell, changed the chloride tip, changed the quad rings and rebuilt the ratio pump. As of (B)(6) 2010, there were no further calls to hotline for the problems. A definitive root cause has not been determined for this event. The following medwatch report numbers are linked to this event: 2050012-2010-01079, 2050012-2010-01299, 2050012-2010-01300, 2050012-2010-01301, 2050012-2010-01302, 2050012-2010-01303, 2050012-2010-01304, 2050012-2010-01305, 2050012-2010-01306, 2050012-2010-01307, 2050012-2010-01308, 2050012-2010-01309, 2050012-2010-01310, 2050012-2010-01311.